Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information source: online review.

Event description:
Customer reporting 2 false positive sars results. Customer states the results were confirmed negative by pcr and other brand rapid antigen test. Report 4 of 4